Event description:
It was reported that the (2) atw35 devices was used during a laparoscopic appendectomy. It was reported by the rep that the surgeon tried to fire the ets linear cutter. Staples would not form in two staplers. Opened third stapler, it worked fine. There was no consequence to the patient.